Event description:
It was reported that a CT (computed tomography) scan was performed and confirmed that the deep brain stimulation (dbs) patient had a subdural hematoma. The patient was admitted to the hospital and also had symptoms of feeling excessively tired and lethargic. The patient had a subdural hematoma evacuation via burr hole the same day. Another CT scan was performed and showed stabilization of the hematoma. The patient was discharged and the physician assessed the event as resolving.